Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted on an unspecified date due to unspecified reasons. A new aus device consisting of a 4.5cm cuff, a 61-70 cm h2o balloon and a pump, was later implanted on (B)(6) 2019.